Event description:
(B)(4).

Manufacturer narrative:
The technician investigated the alleged incident and the account would not release any info other than the bed alarm was sounding at the bedside, but was not alarming at the nurses' station. The account alleged the pt was found on their hands and knees on the floor, the pt was aided by the nurse and nurse aid. The account alleged the pt was injured and treated, but no details were released. The technician investigated the bed and found the bed exit and nurse call function as designed.